Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the caller on troubleshooting steps, but the issue persisted, leading to a decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and they will receive a replacement pump with updated software.